Event description:
The consumer's friend states the right crossbrace is broken on the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.